Manufacturer narrative:
(B)(4). Device not returned. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced chronic biofilm infections, chronic pain, chronic inflammation and five autoimmune diseases from the mesh.